Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail lift arm is broken and does not know how the damage happened. The account replaced the side rail to resolve the issue.